Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6 clinical sign the following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this issue and an investigation was conducted. Review of the DHR revealed that all parts were designed properly per the applicable work instructions. Review of the design file shows that the baseplate, fossa implant, and mandible implant fit the patient's anatomy properly and that there are no clear fit issues. Per the surgical team, the patient has had 40+ head and neck operations resulting in poor bone quality, which may potentially contribute to this issue. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - united kingdom customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent bilateral tmj replacement surgery approximately two years ago. Subsequently, the patient underwent a revision due to poor bone quality and bone resorption. During the revision, the mandible appeared to fit correctly according to the provided plan, but this meant that the location of the new right mandibular head was superior to the planned position and the new fossa could not be fitted as per the design as the fossa and baseplate were too big. The surgeon elected to reimplant the original fossa as it was an adequate fit for the new mandible component. It was reported that no further information is available.